Manufacturer narrative:
Films review summary: the exact cause of the left limb occlusion could not be determined from the films provided. Films during implant and earlier post-implant CT¿s were not available. Pre-implant CT¿s revealed that the patient¿s distal aortic diameter measured 22 mm and was lined with calcification. CT¿s from 7- months post-implant revealed that thrombus was observed within the aortic body, and beginning at the flow divider the left/ipsi limb was 100 % occluded. Distal flow down the left side resumed beginning at the left internal iliac bifurcation. No thrombus was seen within the right/contra limb. Just below the flow divider the left limb ID measured 14mm, within the distal aorta the left limb was seen compressed down to ~3mm minimum ID, and within the left common iliac artery the occluded left limb re-opened to 11 ¿ 12mm ID. Only mild compression of 7mm ID minimum was seen within the patent right/contra limb near the le vel of the gate ring. It appears likely that stent graft compression within the small and calcified distal aorta likely led to the occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52 mm in diameter abdominal aortic aneurysm. The patient had a narrow distal aorta; there was left iliac and right iliac calcification. The right common iliac artery measured between 15 mm and 18 mm in diameter. The left common iliac artery measured between 14 mm and 15 mm in diameter. However, it was reported that, approximately 7 months post index procedure. The patient was having mild lower extremity symptoms of cool legs. A CT was performed and revealed the patient had left limb occlusion. Additionally, some thrombus was observed just distal to the right limb that was determined not to be flow limiting. The patient was placed on anti-coagulants. It was reported that per the physician, the cause of the event was due to the patient anatomy. No additional clinical sequelae were reported and the patient is being monitored by the physician.